Event description:
It was reported that the patient had the inflatable penile prosthesis removed as the pump would not reinflate due to fluid loss from a hole in a cylinder. A new inflatable penile prosthesis was implanted. No patient complications were reported.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed as the pump would not reinflate due to fluid loss from a hole in a cylinder. A new inflatable penile prosthesis was implanted. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned component underwent a thorough analysis. The ipp flat reservoir was visually inspected and functionally tested. The reservoir kink resistant tubing (krt) was worn down to the filament. No leaks were found. The ipp cylinders were visually inspected and functionally tested. The first cylinder had wear at a fold and the outer tube had holes from wear at a fold by the proximal end of the cylinder body. No damage was found within the inner tubing. No leaks were found. The second cylinder had wear at a fold and the outer tube had holes from wear at a fold by the proximal end as well as a hole by the distal end of the cylinder body. The second cylinder had leaks within the inner distal tubing of the cylinder body. The momentary squeeze (ms) pump was visually inspected and functionally tested. The pump kink resistant tubing (krt) was worn down to the filament. No leaks were found. The pump passed functional testing. Based on the information available and analysis results, the reported clinical event of fluid loss from a hole in the cylinder was confirmed.